Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an ankle arthroscophy surgery the shaver sheds metal chips during the procedure. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique. (B)(6) 2024 -sac: received further information from catarina lapa that no second surgery was necessary.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the edges of the outer tube and one side of the inner tube were chipped causing debris. Functional testing was not performed due to the damage to the edges to the device. Per dfu-0215-eo f precautions: 6. Do not allow the rotating portion of any device to touch any metallic object, such as a cannula or arthroscope, during use. Damage to both devices is likely. Damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo. If such contact does occur, inspect the tip. If there are cracks, fractures or dulling, or if there is any other reason to suspect a blade is damaged, replace it immediately. The most likely cause for the reported failure can be attributed to user error of the device due to the device's edges coming in contact with another device during use.